Event description:
It was reported that the caller experienced an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.